Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and no non-conformances related to the malfunction were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Onset date/time of the pain from surgery? What medical intervention was given for the pain management? Results? Please provide the surgical findings of the mesh excision performed on (B)(6) 2020. What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted. The patient experienced voiding difficulty and underwent loosening of the sling within one week of the initial procedure. Additional information has been requested.